Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for the last several weeks the patient had felt a burning sensation below the ins site which happened about three times a day. The patient stated they noticed this mostly when sitting or driving. The patient said that it happened about 10 minutes ago while they were sitting in a chair. When asked, the patient said they fell about three months ago; they tripped over the rocking chair and fell down. The patient said their legs weren't strong enough to stand so emergency personnel came to assist, however, the patient said they didn't need to go with them. The patient also stated they had (hit?) A railing on the bed. The patient stated they increased the settings a couple of weeks ago. Navigation basics were reviewed with the patient and after several attempts they decreased the settings from 1.9 to 1.5, however, the patient stated they still felt the burning sensation. The patient then turned stimulation off and said they started to feel that had decreased in intensity. The patient was going to keep t he stimulation off for a while so they could determine whether or not this would affect the burning sensation. The patient also reported that the ins was implanted in their left buttock, but their registration listed the right side.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.